Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are not considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address acetabular loosening. Update: (B)(6) 2011 - litigation papers received. Litigation alleges, the pt had markedly elevated levels of serum metal ions. It is additionally alleged that ultrasound showed a right hip effusion.